Event description:
I was implanted with polytech textured implants in (B)(6) 2012 and (B)(6). I had a series of systematic symptoms after receiving breast implants. Six months after implantation, I had the flu and cold I could not shake. I also had 3 months of chronic urinary tract infections and yeast infections, which I know now was the first sign something was wrong. As the days and years continued, my health continued to decline. I began suffering poor immune responses, chronic fatigue, chronically inflamed lymph nodes, chronic headaches, neck pain and back pain. I then began having breathing difficulties, I used to work out 3-5 times a week and couldn't even go for a simple run or hike anymore. I stopped being able to teach dance as I had for years, and was off work constantly due to fatigue and pain. I had chest pain constantly. I had 2 MRI¿s to check for rupture or an issue, one in 2014 and 2016, both were perfectly fine. My health continued to decline, and I felt like I was dying. I had chronic chest pain, struggled to breathe going up stairs even, chronic pain all over my body, chronic fatigue, chronic neck pain/ headaches, immune issues, brain fog, insomnia, depression, anxiety, skin rashes and I was constantly ill. After so much testing, they could find nothing wrong with me. After much research as to the danger of silicone implants, I decided to get them removed. On (B)(6) I had explant surgery. Instantly, I felt relief from pain, anxiety and could sleep better. Every day I feel better. Most of my symptoms have resolved, just some residual fatigue. I no longer have the majority of my symptoms. Removing my implants saved my life. I am now (B)(6) and I feel like I got my life back. I was also never told at implantation that there was any risk to my health or a risk of an auto-immune response, this needs to be shared with parents! I would never have got these if I knew there was a risk they could destroy my health. Implants should be removed from the market. And patients need to be informed of risks prior to implant surgery. Thank you. (B)(6).